Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The model: bf-uc180f with serial number (B)(4) was evaluated. The bending section glue was found peeled and cracked. The light guide tube was found dented. The scope connected was found loose. The most likely cause for the scope damage is mishandling. The instruction manual provides statement to mitigate scope damage. ¿do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. The bending section glue was found peeled and cracked. The light guide tube was found dented. The scope connected was found loose. There was no device issue or patient injury reported.